Event description:
A stryker representative reported that the user performed therapy cable check on the device while electrodes were attached to a patient. As a result the patient was unintendedly shocked. The patient associated with the reported event had a serious injury.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review will be performed for the reported event. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation and therefore the issue could not be duplicated. The electronic records were downloaded for review and the issue was able to be verified. Per lifepak 15 operating instructions, operator's checklist instructs user to connect therapy cable to defibrillator and test load before charging and delivering shock. However, the user did not realize the device was actually hooked up to a patient at the time which unintentionally delivered shock to patient. It was determined that the cause of the reported issue is use error.

Event description:
A stryker representative reported that the user performed therapy cable check on the device while electrodes were attached to a patient. As a result, the patient was unintendedly shocked. The patient associated with the reported event had a serious injury.

Event description:
A stryker representative reported that the user performed therapy cable check on the device while electrodes were attached to a patient. As a result the patient was unintendedly shocked. The patient associated with the reported event had a serious injury.

Manufacturer narrative:
Clinical review was performed for the reported event: insufficient data within the file to determine the impact of the device use. A review of the patient's electronic data revealed that the impedance and ECG morphology were consistent with the energy delivered. There was inadequate contextual information from the patient's data file to identify the appropriate patient's event. In the medical judgment of these reviewers, it is unknown if the device caused or contributed to the reported outcome.